Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unidentified malfunction alarm. Blood glucose (bg) was approximately 300 mg/dl and ketones were present. A diabetes center recommended the customer go to the emergency room. The customer was admitted to the hospital. The healthcare provider identified the ketones as being dangerous. The customer reported a blood infection and brain swelling due to high bg. The customer was treated with intravenous insulin and had unspecified blood work performed. The customer reported a previous heart condition and the heart was being monitored. The customer was discharged on (B)(6) 2018 with the ketones and high bg resolved. Due to the reported brain swelling, the customer has memory problems.